Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported the patient also took oral baclofen because taking it intrathecally was ¿too much for him¿ and ¿he could not walk on it intrathecally¿. The device system was currently used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.